Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was replaced during the service call. The system was tested and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint number.

Event description:
It was reported that the 9800 system made a popping noise, then would not fluoro during a case. The 9800 system had to be removed, and the procedure was completed with another system. No patient injury was reported.